Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that during ventilation, there were artifacts in o2 concentration. The evaluation of the provided logs shows air supply pressure: low, o2 concentration: high, o2 supply pressure: low, o2 concentration: low. Our field service engineer investigated the ventilator on site. A pre-use check was performed with approved results. It was observed that the artifact only occurs when o2 concentration values between 60% and 90% are selected. The expiratory cassette membrane was cleaned and the valves of both gas modules were adjusted. After the procedures, a new pre-use check was performed and passed. No abnormalities were found during ventilation with a test lung. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the nozzle is not correctly seated in its place, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that during ventilation, there were artifacts in o2 concentration. The received logs contain low o2 concentration alarms. There was no patient harm.